Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred on (B)(6) 2023 for sensor with serial number (B)(6). However, sensor with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. The reported allegation was not found. The probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.